Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd insulin¿ syringe barrel, and the stopper was missing from the plunger rod.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc, 6mm syringe. Customer states that there is black material inside the barrel with the stopper missing from plunger rod. The returned syringe was examined and exhibited a missing stopper. The sample also exhibited black material on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely ink. A review of the device history record was completed for batch# 8120886. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200757757] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause for the smeared ink is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated to address such issues at this time. Probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger.

Event description:
It was reported that black foreign matter was found in the bd insulin¿ syringe barrel, and the stopper was missing from the plunger rod.

Event description:
It was reported that black foreign matter was found in the bd insulin¿ syringe barrel, and the stopper was missing from the plunger rod.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8120886. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200757757] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.